Event description:
A minimum fill notification was reported by the caller, who attempted to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to clean the pneumatic tap area with an alcohol wipe or lint-free cloth. When reloading the same cartridge did not resolve the issue, guidance was provided for filling and loading a new cartridge, but the caller declined to load a second one. The matter was escalated for additional assistance. Csa advised to use room temp and fill to 280.